Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the managing physician. The pump was confirmed as having been flipped again subsequent to the previously reported pump flip in (B)(6) 2019. Regarding the difficulty finding the refill septum and the pump going empty, the rep stated the managing physician had difficulty refilling the pump in the office. The patient was brought into a procedure room to have the refill done under fluoroscopy. Under fluoro, it was determined that the pump was flipped. Regarding actions/interventions taken to resolve the event on (B)(6) 2019, the pump was flipped back into position and refilled. The issue was resolved. The device remained implanted. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at a dose rate of 7 mg/day via an implantable pump for spinal pain. It was reported that today ((B)(6) 2019) at 12:07 am the pump¿s reservoir went empty. The patient was due for a refill. The therapy was not intentionally discontinued. No further patient complications have been reported as a result of this event. Additional information was received later from an hcp on 2019-oct-07. It was indicated that the patient previously had a flipped pump and twisted catheter occur in august of 2019, and that is why a device replacement was previously performed on (B)(6) 2019. Refer also to MFR report # 3004209178-2019-19910 regarding prior event. The hcp was however questioning if the pump flipped again and was wondering if that why was why a surgery/revision was completed on (B)(6) 2019. It was further reported that they could not locate the septum. The patient had surgery on (B)(6) 2019 and the hcp was calling to see if the manufacturer had documentation regarding the surgery on (B)(6) 2019. It was noted that the patient thinks they had surgery because she remembers hearing the pump was flipped. A nurse then stated that the pump was flipped back in (B)(6) 2019 and the catheter was twisted, so that was why she had her pump replaced in (B)(6) 2019. It was further indicated that the nurse stated after the replacement on (B)(6) 2019 the patient¿s first refill went normal. On the second refill in (B)(6) 2019 the nurse however pulled out 160 cc of bloody drainage which was translucent, but not clear and then was able to get into the reservoir. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). On (B)(6) 2019 the nurse went to fill the pump again and pulled out 80 cc and believed the patient had a seroma. The hcp told the nurse he believed it was degraded fat and did not culture the fluid. The next day on (B)(6) 2019 the hcp pulled out another 80 cc of the "degraded fat" but then was unable to access the reservoir after 40 minutes of trying. The patient then believed they were taken to surgery, and thought it was because her pump was flipped. The hcp was asking if the manufacturer had any documentation or post-operation reports. At the time of the report it was reviewed that the pump was previously reported as empty but there was no previous mention of surgical intervention having been performed. The nurse requested that the company representative call back to discuss with them what had happened on (B)(6) 2019 because the surgeon had not called the nurse back. The pump was noted as currently having administered morphine with concentration 5 mg/ml at a dose rate of 7.0048 mg/day.